Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8165858, medical device expiration date: 2023-05-31, device manufacture date: 2018-06-14, medical device lot #: 8165897, medical device expiration date: 2023-05-31, device manufacture date: 2018-06-14, medical device lot #: 8165926, medical device expiration date: 2023-05-31, device manufacture date: 2018-06-14. The customer's address is unknown. (B)(6) has been used as a default. (B)(4). Investigation summary: a device history record review was completed by our quality engineer team for provided lot numbers 8165858, 8165897 and 8165926. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Our quality team will continue to monitor the manufacturing process for this defect and other emerging trends. Investigation conclusion: no samples were received. No photos were provided; therefore, sample analysis could not be performed, and the symptom reported by the customer couldn¿t be confirmed. A review of the applicable fmea/eura (B)(4) indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation. Root cause description: without a sample no analysis can be performed; therefore, probable root cause can¿t be offered. Rationale: based on the investigation and with no sample to analyze or photo showing the symptom reported by the customer, the symptom can¿t be confirmed. We will continue monitoring these lots and symptoms.

Event description:
It was reported that syringe 50 ml ll tip 1 ml had foreign matter. This was discovered before use. The following information was provided by the initial reporter: material no. 309653, batch no. 8165858, 8165897, 8165926. It was reported that there was foreign matter and markings found on plunger and inside syringe. Event description per email states: complaint description: I'm writing to inform you of two discrepant/defective materials discovered at our facility. One, prior to use, a 60 ml luer-lok syringe from bd was found with white substance inside of syringe. Second, operators discovered black markings on the plunger of a 60 ml luer-lok syringe during media production. We've found one unit from two different lots at this time and this did not have an impact on our process, however we wanted to bring it to your attention for awareness purposes.